Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contraction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction baker grade IV.

Event description:
Healthcare professional reported "capsular contraction baker grade IV" and "patient's concern with the product" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, brown particles on the surface of the shell. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify a striated edge opening on radius. Based on the device analysis the final assessment is: - a striated edge opening on radius side assessed as surgical damage.

Event description:
Device has been explanted and replaced.